Event description:
It was reported that the patient presented for a follow-up in the clinic, post-implant procedure with the pocket erosion and the skin of the device pocket rupture. The physician explanted the entire implantable cardioverter defibrillator (ICD) system to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. No anomalies were noted.